Event description:
It was reported that a merlin.net transmission revealed the right atrial lead exhibited noise and inappropriate mode switch episodes due to far-r wave oversensing. No patient symptoms or additional information was reported.

Event description:
New information reported stated that the patient was brought into the clinic on (B)(6) 2017 and programming changes were made to address the noise. The patient was asymptomatic and would continue to be monitored.